Manufacturer narrative:
Inspection and testing found the inside of the light guide lens was dirty. The report that the forceps elevator wire was broken was confirmed. Forceps angulation was out of standards due to the forceps elevator wire being partially cut. In addition, the insertion quantity was out of standards due to damage of channel tube, liquid leaked due to perforation of the channel tube, the objective lens was cracked, the light guide lens was cracked, the adhesive on the bending section cover was chipped, there was a crease at the connecting tube, there was a crease on the universal cord, switch 1 was worn, and the electrical connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator wire was found to be broken during maintenance of the device. The device was sent to an olympus service center for evaluation. During inspection and testing, the inside of the light guide lens was found to be dirty. This report is being submitted for the malfunction found during evaluation (contamination of the lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported cause is likely due to a gap was generated at lg-lens glue by physical stress and the dirt entered there or, humidity invaded the device from leakage. The event can be detected/prevented by following the instructions for use which state: - pay attention not to apply physical stress to device. - insert/withdraw forceps with its tip is completely closed. - not to insert/withdraw forceps with excessive force. Olympus will continue to monitor field performance for this device.